Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, varying impedance values and oversensing due to noise was observed on the right ventricular (rv) lead resulting in inappropriate atp therapy. A revision procedure is anticipated but not yet scheduled. The patient was in stable condition.